Event description:
During a hemiorrhoidectomy procedure, the staples would not hold. Case completed with manual suture. Surgeon noticed no anomalies during the firing. A crunch was heard. The problem was seen just after removing the instrument. Pt required longer hospitalization.